Event description:
It was reported that a flogard infusion pump had a broken door latch. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review and a power on self-test were performed. The visual inspection identified that the door was cracked and the latch roller was broken. The cause of the damage is unknown. The door assembly was replaced to fix the reported problem. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.